Event description:
According to the literature, a retrospective study including 109 cases of laparoscopic or robotic surgery for colorectal cancer was completed between april 2023 and october 2024. All robotic cases were completed using the hugo ras platform. Ligation of vessels was completed with signia tri-stapling system or a competitor product. Mesenteric dissection was accomplished using ligasure or a competitor product. Signia tri-stapling system was also used for bowel resections and anastomoses. V-loc suture was used for enterotomy closure. Relevant complications include bleeding, anastomotic leak, and abdominal collection. Additionally, a delay or cancellation of postoperative chemotherapy due to a postoperative complication in four patients was mentioned. Interventions listed for anastomotic leak include readmission and reoperation. Colorectal cancer outcomes of robotic surgery using the hugo¿ ras system: the first worldwide comparative study of robotic surgery and laparoscopy dr. Giacomo calini, 2025, cancers.

Manufacturer narrative:
D10 concomitant products: unknown egia su, unknown endo gia sulu (lot#:unknown), unknown ligasur, unknown ligasure instrument (lot#:unknown), unknown-vloc, unknown vloc product (lot#:unknown) giacomo calini., colorectal cancer outcomes of robotic surgery using the hugo¿ ras system: the first worldwide comparative study of robotic surgery and laparoscopy, 2025, surgery of the alimentary tract, irccs azienda ospedaliero-universitaria di bologna, 40139 bologna, italy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.